Manufacturer narrative:
Implant date: implanted date: device was not implanted. Explant date: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: due to a kink in the middle of the sheath, the device was not used and hemostasis was successfully achieved by manual compression for 30 minutes. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used is unknown. There was no health damage to the patient.